Manufacturer narrative:
Per 4124 - final report in order to progress with the investigation of this event, revision planification, operative notes, patient details, patient medical history, and part number / lot code of the stem, has been requested.. Nevertheless, no additional information was communicated by the reporter after these 3 reminders. As the appropriate device details were not provided, the relevant device manufacturing record has not been identified and reviewed. An xray was provided which did not show evidence of subsidence. However, the stem implanted seemed to be a size too small. Based on the above, no further investigation can be conducted, and no evidence was provided which would confirm the stem subsidence. Thus this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor or contributed to this event.

Event description:
The stem minihip has subsided 2 months post operatively.

Manufacturer narrative:
Per (B)(4) initial report. Additional information, including the date if a revision is planned, operative notes, patient details, patient medical history, and part number / lot code of the stem, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing record will be identified and reviewed, when device details will be provided. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor or contributed to this event.

Event description:
The stem minihip has subsided 2 months post operatively. It is unknown if an intervention is planned.